Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: we use your laparoscopic trocars. A ctr03 was being used on an case and the sleeve bent/trocar snapped in half. Lot: 1573129 exp:2028-12-16. All pieces retrieved. No harm to patient. I have the faulty trocar. I look forward to hearing from you. Additional information provided by [user facility representative] on 14apr2026: I have the trocar and original package for return. Bend/break occurred at shaft. The bend/break was identified during insertion. The trocar was not used with a robot. Yes, the obturator was inserted in the cannula at the time of the incident picture provided. Additional information provided by [user facility representative] on 16apr2026: the trocar was the 3rd trocar of the case. The 1st 2 went in without issues. The scrub did not notice any unusual behavior prior to the trocar just snapping. Intervention: they removed the broken part and used a different trocar and sleeve. Patient status: stable.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.